Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the mid upper abdomen, lower abdomen, and left and right posterior flank on (B)(6) 2015 using the coolsmooth, coolmax, and coolcurve+ applicators who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2015. During a follow-up appointment, the treated areas observed were protruded outwards and the tissue was firm. The patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. The MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. The diagnosis date of (B)(6) 2015 provided in the correspondence log is incorrect since it occurred before the treatment date of (B)(6) 2015. Due to this, diagnostic date was omitted from the description of event.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the mid upper abdomen, lower abdomen, and left and right posterior flank on (B)(6) 2015 using the coolsmooth, coolmax, and coolcurve+ applicators who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2015. During a follow-up appointment, the treated areas observed were protruded outwards and the tissue was firm. The patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia.